Event description:
Customer reported a kink and fracture in a midline.

Manufacturer narrative:
The complainant reported that the midline catheter was inserted on (B)(6) 2024, they found a kink and a fracture, which led to the removal of the midline. There was no report of clinical impact to the patient. The line was replaced to complete the treatment. On (B)(6) 2025, the line was returned to avi and evaluated. Avi identified a visible opening at 2.2cm (3.2cm from the end of the suture wing) and kinks at 4.1cm, 4.5cm, and 5.7cm. The opening was perpendicular to the length of the catheter tube. There was no evidence of catheter material stretching and pressurization was not a factor in forming the opening. As part of the investigation, the sample was cross-sectioned and the walls around the opening appeared to be uniform. The opening resembled a slit from the 7 o'clock to 12 o'clock position along the left side of the catheter. A review of the lot history revealed no nonconformance's associated with the production lot. A mechanism that would cause the opening could not be identified from the available information and no root cause could be determined.